Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report, and to provide information based on the investigation of the returned device. One of the devices was returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the instrument was bent at a sharp angle at the hub. The reported issue was likely caused by damage to the device packaging through distribution, handling, or in storage, thereby causing damage to the device. Veran will continue to monitor field performance for this device.

Manufacturer narrative:
The subject devices were not returned for evaluation, as they were discarded by the hospital. No further information was obtained. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
The user facility reported that the wires of three (3) of the ins-5300 (always-on tip tracked triple needle brush) were bent at a 90-degree angle near the hub where the brush is deployed. All three were noticed out of the package, prior to use. Two (2) of the wires completely broke and one (1) was still able to be used to complete the procedure. The procedure was delayed by 5 minutes; however, there was no patient or user injury reported due to the issues. This medwatch report is being submitted for the issue with the first ins-5300. The issue with the second ins-5300 is being reported under medwatch 3007222345-2023-00033. The issue with the third ins-5300 is being reported under medwatch 3007222345-2023-00034.